Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure, there was no signal when testing the right ventricular lead. The same equipment was used to successfully test a different lead. The lead was removed and replaced. Patient was stable post procedure.